Event description:
Information received indicates the head of the bed is no going up or down due to a damaged gas spring.

Manufacturer narrative:
The technician replaced the two gas springs to repair the stretcher.